Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump showed that the keypad cover was worn; however, there was no peeling or tearing. The down arrow and ok keypad buttons were intermittently unresponsive during testing. Evidence of contamination was found under all key contacts and the down arrow and ok key contacts were inverted.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and down keypad buttons were over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.